Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles in the tubing. Customer blood glucose reading was 170 mg/dl. The size of the air bubbles is unknown. The air bubbles are in reservoir. The products will be returning for analysis.

Manufacturer narrative:
Evaluated 5 open or used reservoir. Plunger were not returned. Reconnected new lab plungers and performed pre-fill test to reservoirs per dop114-811 and es9041. Found reservoirs no air bubbles and no leakage anomalies when removing the plungers.